Manufacturer narrative:
The certas valve (ID 828806) was returned for evaluation. Failure analysis - the position of the cam when valve was received was at setting 1. The valve was visually inspected; needle holes in the needle chamber were noted and some biological debris in the valve mechanism. The valve was leak tested and leaked from the needle holes in the needle chamber. The catheters were irrigated, no occlusions noted. The valve was tested pressure and failed. The valve passed the test for programming, occlusion, reflux, and siphon guard. The valve was dismantled and was examined under microscope at appropriate magnification a biological debris was noted on the flat spring of the cam/ball arm assembly and on the ruby ball. Root cause analysis- the root cause for the issue reported by the customer is due to biological debris and protein build up found on the flat spring of the cam/ball arm assembly and on the ruby ball, the biological debris is keeping the flow passage open.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a certas valve (828806) was implanted via unknown shunt on unknown date with unknown setting. Due to valve malfunction the valve was removed and replaced on (B)(6) 2023. Based on the information provided, the specific shunt malfunction is unknown and how the valve malfunction was discovered. It is also unknown if the patient experienced any signs and symptoms due to the valve issue. The patient status is unknown.